Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited poor sensing, increased threshold measurements and oversensing of noise that lead to inappropriate tachycardia therapy being delivered. Since patient had been in a car accident, the physician was concerned that the lead may have been fracture. It was noted that the patient was not pacemaker dependent. A revision procedure was performed where the rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.